Event description:
Bottom casing of battery melted. No pt harm reported. Device is a dc portable compressor with battery (lithium-ion) for use with a pneumatic nebulizer. Thermal incident but no damage to environment or harm to pt.

Manufacturer narrative:
Philips believes this to be an isolated event, based on complaint tracking and trending philips will continue to monitor for this type of complaint.